Manufacturer narrative:
This report is submitted july 24, 2018.

Event description:
Per the clinic, it was reported that the electrode array was found to be outside of the cochlear, resulting in the decision to explant the device on (B)(6) 2018.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 06, 2024.